Manufacturer narrative:
It was reported that the ventilator had an issue with barometer calibration. The ventilator was investigated on site by our field service engineer. According to service report the unit had an technical error for barometric pressure too high. Further investigation revealed that the pcb monitoring board was defective. Issue resolved by replacing the pcb monitoring board. However, no the part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established. The pcb monitoring handles all supervision and alarms in the system. It activates pressure reducing mechanisms, including activation of the safety valve, in case of excessive breathing system pressure. Pcb monitoring also contains a barometric transducer and the measured barometric pressure is supplied to the other sub-units in the system.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator had an issue with barometer calibration. No more information was available. There was no patient harm reported. Manufacturer's ref. #: (B)(4).